Manufacturer narrative:
(B)(4).

Event description:
Procedure: heart valve replacement. According to the reporter: during continuous suturing, thread broke when it was pulled. Used another. Tissue damage and oozing were seen. Operating room time was extended more than 30 minutes. Nothing fell into the patient's cavity. Patient follow-up is ongoing (B)(4).